Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 7:30am. The patient claimed she manages her diabetes with pills and diet/exercise. At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient reportedly became sweaty on the afternoon of (B)(6) 2011. In spite of her symptom, the patient denied receiving any medical treatment. At the time of troubleshooting, the cca was able to educate the patient on the correct testing procedure and walked through a retest. The alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.